Event description:
It was reported to philips that the heartstart xl defibrillator failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device failed the self-test. The rse evaluated the device remotely and determined that the self-test failed. However, the device could not be repaired as the customer refused any additional service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer refused service, no repair work was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.